Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot #: 2.1.0. (H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that the surgeon was using the cranial frame during a cervical spine case. Initially, accuracy was maintained, but as the procedure moved to t1, accuracy slipped even though it was accurate when the case first start. The site then switched to a spinous process clamp, performed a re-spin, and accuracy was restored and maintained for the remainder of the case. It was noted that the probable cause of the issue was that the patient's head moved during the procedure as the cervical spine is highly mobile. There was no impact on patient outcome and less than an hour of delay.

Manufacturer narrative:
H2, h6; a medtronic representative went to the site to test the equipment. No hardware was replaced and the system then passed testing. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided. There was 2mm of inaccuracy.

Manufacturer narrative:
H3) the software team reviewed the case and observed there was inaccuracy during cranial case. Also observed that off-label use of c ranial ref frame during a spine procedure. Also, the site then switched to a spinous process clamp, performed a re-spin, and accuracy was restored. Based on the information provided, this does not appear to be software related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.